Event description:
Additional information received from the consumer reported that the cause of the stimulation being all over their legs was them turning the machine up. To resolve the issue they turned it down and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The reason for call was pt reported they twisted their ankle, so they turned up the stimulation a month or so ago. That helped a little, but now they felt like they had needles all the time down their legs, and sometimes they couldn't even walk due to that feeling. Pt said they were at 6.5 (which they had been at forever and had been very helpful for them), then went up to 7.0 which helped their twisted ankle a little at 7.5 their ankle was helped a lot, but they had the tingly needles feeling that bothered them. The patient was redirected to their healthcare provider to further address the issue; agent suggested they could see if a rep could set another group/program for them to target the ankle pain without having to send needles all the way down their leg.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt said that they had a lot of pain in their knees which was fixed as the ins helped. Pt said that they turned up the stimulation to help their ankle which was sprained and they didn't know what was wrong. Pt said that they wanted to know how far to increase the stimulation and at what point would the ins not help. Agent reviewed requested information with the pt. Pt said that the ins was working fantastic on their back and they couldn't move around without the ins. Pt said that they hadn't played around with the therapy settings in years, but the pain got so bad in their ankle so they tired increasing the stimulation which seemed to help. Pt said that they felt the stimulation all over their legs but at least they didn't have the pain. Patient wanted to meet with a rep for ins reprogramming. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. Pt then said that they were supposed to have a MRI, but they couldn't figure out the MRI mode. Agent reviewed MRI mode with the pt and offered to walk the pt through placing the device in MRI mode. Pt declined.